Event description:
The hcp reported that the pt developed fever, redness, swelling and incisional wound opening at the ipg pocket site. Cultures were positive for multiresistant staphylococcus aureus. The pt was treated with IV antibiotics and the device system explanted. The infection is reported as resolved. It was also noted that the pt works with exposure to this organism.